Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the bone anchor bolt was damaged when being removed from the anatomy. It was reported that the wings on the bolt broke away from the stem of the unit. It was reported that the bolt was removed with a tool in the operating room (or). Additionally, the patient was being brought back to the or to wake up and exubate as part of the procedure workflow when the reported issue occurred. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.